Event description:
Patient was ordered to use an alarm. Patient apparently got up and alarm, on low setting, did not sound. Patient fell incurring a subdural hematoma. He was taken to hospital for evacuation and returned 2 days later. He is doing fine. After event, initial reporter tested alarm on both high and low setting 5 times each. Alarm functioned as expected each time. Note: this and other sections on the form are being completed by MFR based on verbal info rec'd from facility.

Manufacturer narrative:
Device was rec'd without a battery. Visual inspection showed alarm and belt had damage as would be expected with long use. Device was determined to have been sold to facility in 2007. New battery installed and device functioned properly when tested 10 times at setting as rec'd. Additional similar testing was conducted at other settings and device functioned as expected each time.